Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, they tried to throw the suture few times but the dart failed to penetrate through the tissue. The procedure was not completed due to this event and it is unknown if there is a plan to complete the procedure. There were no patient complications reported related to the device.